Event description:
Initial reporter indicated to MFR that they had a vns patient referred to them who had been hospitalized for increased seizures and wanted MFR "to come to their office and check the device." The patient did not make any appointments at physician's office for follow up. Good faith attempts are being made to ascertain who is now following the patient for their vns treatment.